Event description:
A user facility¿s clinic manager (cm) reported that a fresenius combiset bloodline¿s venous transducer filled with blood during a hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with trans-membrane pressure (tmp) alarm. A fresenius dialyzer was also in use. There were no issues during priming. There were no loose connections. There were no changes in pressure or blood flow rate (bfr). There was no defect or damage noted on the bloodline. The patient¿s blood was completely returned following the incident. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.